Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. In response to FDA report number mw5089486. The reason for reoperation was rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported via regulatory agency a "rupture" on an unknown side. Patient additionally reported "autoimmune reaction, recurrent miscarriages," and "autoimmune reaction to birth control iud;" these events are not related to the device. Device has been explanted. This record is for the left side.